Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flogard infusion pump with alarm sound all the time was confirmed during product evaluation. The root cause of the reported problem was determined to be defective main batteries.

Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with an alarm sound all the time; this condition had the potential to interrupt delivery. It is unknown when or in which care area this event occurred. It is unknown if there was reported patient injury, medical intervention necessary or adverse reaction in association with this event. Patient involvement is unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.